Event description:
Customer reported intermittent, on-going high blood glucose levels specific values were unknown, but the level displayed as "high." Cause was not known. Customer took corrective actions by administering a correction bolus via the pump as well as a correction injection. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.